Event description:
The patient was sitting on the echo bed getting ready to lie down on his left side for the test. When he was going down on to his left side the part of the drop down section of the echo bed collapsed and the patient's left shoulder went into the hole. He did not hit his head. He immediately pushed himself back up. A provider went over to assist the patient up and provided him with a warm blanket. The rn was notified, who then assessed the patient. The patient received an ice pack for his shoulder, assessed by providers that there were no broken skin or visible wounds. They moved him into an exam room the psr called 911 and the patient was transported to (B)(6).